Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician additionally reported "right axillary region with presence of reactive lymph node, probably of inflammatory origin".

Manufacturer narrative:
There are no plans for reoperation at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side rupture. The device remains implanted.